Manufacturer narrative:
Device evaluation: one smiths medical cadd medication cassette was returned for analysis in used condition without its original packaging. Visual inspection of the cadd medication cassette showed no discrepancies. Functional testing involved infusing water into the assembly bag with a syringe and showed the device leaked at the edge of the assembly bag. A review of manufacturing processes was performed. It was verified that procedures in the assembly process were being properly followed. The investigation determined that damage during the assembly process was a possible cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd cassette exhibited leaking at testing. The reported event did not occur while in use with the patient.